Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through psr 986669 on 17/jul/13 and 1084220 on 07/jul/14. In response to FDA report number: mw5089983. A review of the device history record has been completed. No deviations or non-conformances noted. The events of pain and raynaud's phenomenon are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain; rupture; raynaud's phenomenon.

Event description:
Patient reported raynaud¿s phenomenon. Patient additionally reported severe breast pain on the left side. Healthcare professional reported "ruptured." Device has been explanted. This record is for the left side.